Manufacturer narrative:
The reported fill volume for this pump was 150ml. The directions for use (dfu) (1303046, rev. H) contains a caution for underfilling the pump: "cautions: filling the pump less than nominal results in faster flow rate." A follow-up report will be filed when investigation has been completed.

Event description:
Fast flow (drug/diluent: vancomycin 5mg/ml), (fill volume: 150ml), (flow rate: 100ml/hr). Infused in 45 minutes instead of 90 minutes. No adverse event reported. Date of event: (B)(6) and (B)(6) 2010. Two additional units were tested in the pharmacy and also infused too quickly. Fill volume 200ml and infused in 1 hour. Per dfu: the nominal fill volume: 400ml; flowrate: 100ml/hr.